Event description:
Procedure was conducted under local anesthesia. Anatomy was characterized by severe angulation of the iliac arteries and infrarenal aortic neck. Abdominal aneurysm measured eight centimeters. A lunderquist wire and a buddy wire were placed in the aorta. Advancement of the zenith delivery system through the angulated iliac artery was very difficult, requiring a great deal of force to advance. With the delivery system in position, the fluoro was turned off. When fluoro was turned backed on, the main body graft was fully deployed. No additional maneuvers of the sheath had been performed. The deployed graft was in the aneurysmal sac, but the proximal bare metal stent was not deployed and was in the infrarenal neck. The proximal stent was then deployed, requiring the placement of two additional main body extensions to secure the proximal lending zone with a good seal. Physician then attempted to cannulate the contralateral limb, but was unable to gain access. The patient was then converted to an aortouni-iliac graft configuration and a fem-fem bypass procedure was performed. Subsequently the patient developed "trash legs" from the manipulation of the aorta and iliacs adn expired. No autopsy was performed.